Event description:
The report received from the affiliate indicated that approximately two months after the index procedure, the patient complained of chest pain. Coronary angiography was done four days later and thrombus was found in the previously implanted cypher 3.0 x 18 mm stent and distally. The stent was implanted in the mid left anterior descending (lad) target lesion. The late thrombosis was treated by balloon angioplasty with a 3.25 x 15 mm balloon at 22 atm/duration unknown. The patient recovered and was discharged three days after the index procedure. The physician's comment regarding the possible cause of the thrombotic event was that the stent was under-dilated due to the concentric and heavily calcified vessel.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the mid lad. The lesion was reported to be: a restenosis of non-cordis bare metal stent, concentric, heavily calcified, 3.0 mm vessel diameter, 15 mm length, and type b2. The lesion was pre-dilated with a non-cordis 3.0 x 20 mm balloon at 22 atm for 15 sec. This balloon ruptured. Additional pre-dilation was conducted with a 2.75 x 10 mm cutting balloon at 12 atm for 20 sec. A third pre-dilation with a 3.5 x 20 mm balloon was done at 20 atm for 20 sec. A cypher 3.0 x 18 mm stent was implanted at 24 atm for 20 sec. The stent was post-dilated with a 3.5 x 20 mm balloon at 24 atm for 20 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. A male experienced a late thrombotic event approximately two months post implantation of a cypher stent. Past medical history includes angina pectoris (ap), hypertension, renal dysfunction, previous pci and abnormal lipid metabolism. This patient's history puts him at increased risk for mace: elective pci was performed in the mid lad. The lesion was a restenosis of a previously implanted non-cordis bms described as type b2, concentric and heavily calcified. The lesion length ws 15mm and the vessel diameter was 3.0mm. Pre-dilation with a non-cordis balloon was attempted but the balloon ruptured. Therefore additional pre-dilation was conducted with a cutting balloon and another unknown balloon. The foreign IFU indicates that the safety and effectiveness of using cutting balloons, atherectomy catheters (dca) or high-speed rotational atherectomy catheters (rotablator) in the site that this product will be placed, or using laser angioplasty has not been established. Additionally, the safety and effectiveness of this product has not been established in restenosed lesions. A 3.0x18mm cypher stent was implanted at 24 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. Ivus was conducted however full stent apposition was not reported. The residual diameter stenosis measured 0%. Timi iii flow was maintained. Act was not measured. Medications at discharge included aspirin and ticlopidine. The patient reported recurrent chest pain the following two months post index procedure and a coronary angiography was performed. Thrombus was revealed within and distally of the implanted cypher. To treat the thrombus balloon angioplasty was conducted. The patient was discharged three days later in stable condition. Medications at discharge included aspirin and clopidogrel. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event following stent implantation. The physician commented that the possible cause of the thrombotic event was that the stent was under-dilated due to the concentric and heavily calcified vessel. Calcified lesions are a common cause of stent underexpansion, which significantly increases the subsequent risk of in-stent restenosis and is a predictor of late-stent thrombosis. Review of the information provided suggests that there are patient factors, vessel/lesion factors (heavily calcified lesion) and procedural factors that may have contributed to this patient's thrombotic event. Please note that this is the initial/final report for this product.